Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, a nurse at richmond university med center reported that the screen on the central nurse's station (cns) (pu-621ra sn:(B)(6) ) spontaneously powered off. A load beep from the back up battery could be heard. Service requested/performed: nka technical support (ts) advised the customer that the beep reflected issues with the ups battery holding a charge. Nka ts assisted the customer in connecting the cns screen directly to a wall ac powered outlet, after which the display was able to power on. The cns tower remained powered on during the incident as it was not connected to the ups. Investigation summary: information surrounding the circumstances of the incident such as customer's usage and maintenance of the ups is not known, and the root cause(s) of the ups charge failure could not be determined. The ups was hospital owned and no malfunction or deficiency of the cns is suspected. The investigation determined the issue poses low risk. The reported issue is not suspected to involve a malfunction of the cns and does not require further investigation through CAPA process.

Event description:
The nurse reported that the display screens on the central nurse's station (cns) shut down due to a failed ups. The cns tower never lost power since they were not originally attached to each other. Plugging the display screens into a wall outlet resumed patient monitoring.

Manufacturer narrative:
The nurse reported that the display screens on the central nurse's station (cns) shut down due to a failed ups. The cns tower never lost power since they were not originally attached to each other. Plugging the display screens into a wall outlet resumed patient monitoring. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: initial reporter: last name, email address. Additional device information: the following devices were being used in conjunction with the cns: ups: no model or serial number was provided. Bsms: no model or serial numbers were provided. Transmitters: no model or serial numbers were provided.

Event description:
The nurse reported that the display screens on the central nurse's station (cns) shut down due to a failed ups. The cns tower never lost power since they were not originally attached to each other. Plugging the display screens into a wall outlet resumed patient monitoring.